Event description:
Procedure type: lap appendectomy. According to the reporter: customer reports that the surgery was completed without incident on june 7, however, on june 8th, the pt had to be returned to operating room as an e1 to stop bleeding from staple line. There was no unanticipated tissue loss or tissue damage. Pt current status reported as recovered.

Manufacturer narrative:
(B)(4).